Manufacturer narrative:
The autopulse battery in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation is still in progress and a supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: number 3003793491-2013-00682 for autopulse resuscitation system model 100 with sn (B)(4). Number 3003793491-2013-00684 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that while doing morning check-offs with the on-duty crew, a paramedic student switched both autopulse nimh batteries. The crew responded to a cardiac arrest at approximately 9:33 am and reported that the autopulse platform stopped both times without warning. No adverse patient sequelae was reported. MFR requested additional information on (B)(4) 2013, however, customer could not provide any additional information.

Manufacturer narrative:
Investigation results for returned autopulse battery with(B)(4) as follows:evaluation of the battery confirmed the following: a charge/test cycle was performed on the battery, after which the battery was re-tested. Test results show that the battery failed the output watts. Based on the evaluation results, the reported complaint was not confirmed. A definitive root cause for the reported complaint could not be determined.